Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had delayed keypad response and alarmed system error 322. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported events. The cause of the delayed keypad was identified to be a failed processor board which requires replacement to address this issue. The cause of the system error 322 was identified to be a failed lower link switch. The lower auxiliary assembly requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had delayed keypad response and alarmed system error 322 (link switch error (low)). No additional information is available.